Event description:
It was reported the patient had a spine surgery and their stimulation turned off. The surgeon had ordered bone growth stimulation and the patient's device turned on and off. It was unclear whether the device had turned off due to surgery or the bone growth stimulator. It was also noted the patient was experiencing painful spasms in the stimulation area. The patient had suspected that the stimulation had been turned off but the implant stimulation was still operating. The same day it was reported there were spasms radiating from the implantable neurostimulator (ins) around to the front abdomen area. Symptoms started after bone growth stimulator was used. The patient had been to the emergency room twice and they had been unable to locate the source of the spasms. The patient had noticed that the bone growth stimulator and their ins had interfered with each other so they had turned the ins off. It was also noted the patient was not able to adjust stimulation. The patient repositioned the programmer over the ins and the problem was resolved. It was confirmed that the ins was turned off and was set at program 2 at 1.3 volts. Patient denied turning down stimulation to 0.0 volts. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3093-33, lot# v381112, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had concerns with their device or therapy. The patient had no appointments scheduled and it was stated that the patient had "no confidence in physician." It was reported that the stimulator was implanted in 2012 and it was "sometimes good, sometimes bad, sometimes on, sometimes off." In (B)(6) 2012, the patient had spine surgery and the stimulator was turned for several days. The patient wished to turn stimulation back on and stated that there was "no one to help." The patient was unable to make it to the doctor's office for help. It was stated that the programmer had "strange symbols she could not identify." Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
It was later reported that the patient experienced ¿constant, searing pain¿ across her lower pelvic area and down to her buttocks. The patient¿s healthcare provider (hcp) repositioned the device in (B)(6) 2013, but the pain became worse and intolerable. The patient had turned the implantable neurostimulator (ins) on and off asinstructed. The pain even affected the patient¿s ability to walk and caused her muscles to tense up.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the ins was relocated because it had surfaced, was painful, and "hooked onto everything." Since the relocation, the patient was in pain again across her lower pelvic area and occasional electric shock feelings. The patient spent more time with the ins turned off.

Event description:
It was later reported the patient had terrific pain across their pelvic area and this started the year prior to report around (B)(6) or (B)(6). It was stated the patient had a revision to move the implantable neurostimulator (ins) because they thought their clothes were hitting it but the pain had continued since the revision. It was noted that starting the year prior to report the patient began feeling terrific or massive shocking. It was stated that in the fall of 2013, the patient's lns was turned off and the ins was on the lowest level possible before that. It was noted the shocking had continued and it was massive. Reportedly, the patient checked their ins at the time of report and their stimulation was off and it was set on program 1 at 0.95 volts. It was noted the patient programmer had new batteries. The patient stated the pain and shocking were getting worse.